Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap diagnostic. According to the rptr: during the case while inserting the pediport through the pt's abdominal wall, upon entry to the abdomen a piece of plastic, presumably from the trocar cannula, sheared off the cannula and fell into the abdominal cavity. The foreign body was immediately retrieved from the abdominal cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.